Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'keeping shutting off' which was not reproduced. The reported problem of 'keeps shutting off' was confirmed in the event history log (ehl) review as 'improper shutdown!' Messages, although it cannot be confirmed if the events are user induced or a result of device failure. The reported condition was verified. Evaluation observed damaged rear case, which may cause pump to shut off without user input. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept shutting off. There was no known patient injury or medical intervention associated with this event. No additional information is available.